Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via p[hone call that they hospitalized due to high blood glucose value of over 600 mg/dl. The customer other blood glucose value was 302 mg/dl. The customer did not provide information about symptoms and treatment. The customer also reported sensor signal not found. The insulin pump will not be returned for analysis.